Event description:
It was reported that the battery of this implantable exhibited a decrease in longevity appeared from 4.5 years remaining to battery capacity depleted in two years' time. A revision procedure was performed and the device was successfully replaced. No adverse patient effects were reported.